Event description:
It was reported that during a surgical procedure when collecting the hip center the cart gave an alert saying the system timed out, and booted to the handpiece registration screen. At that point, homing issues happened as the gears inside the handpiece were jammed. The handpiece was replaced in order to continue with the case. No surgical delay or patient injury was reported. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), used in treatment, had homing issues and jammed gears during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the homing issues. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.